Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the customer went to the emergency room (ER). With a blood glucose (bg) level of 470 mg/dl. Cause was unknown. Customer, also experienced ketoacidosis, nausea, vomiting and abdominal pain. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, with the issue resolved and no permanent damage. System check confirmed, the pump was functioning as intended. And no issues were found with the cartridge, insulin or infusion set.